Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the rubber sheath damage and metal protrusion could not be determined, however, the issue was likely the result component failure due to stress of repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the ureteto-reno videoscope was found to exhibit metal protrusion in the insertion section rubber sheath. There was no patient involvement, and no harm reported as a result of the event.